Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 was broken and failed to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the metal piece connecting the lever was broken. A field service engineer replaced the u link to resolve the issue, and the functionality was verified by the customer. The system functioned as intended after the field service engineer repaired the device.